Event description:
It was reported that during a routine follow-up the right atrial (ra) lead exhibited high out of range pacing impedances measuring greater than 3000 ohms. A lead safety switch (lss) was also was declared which switched the pace/sense configuration from bipolar to unipolar. Additionally, there were observations of noise when the patient hand their hands together and exerted force and thresholds were noted to be high. The device was reprogrammed and the device will be rechecked in a month. At this time, the lead remains in service. No adverse patient effects were reported.